Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for two t-handle t25 stardrive shaft f/matrix-long from the same lot and same part number. Product development event evaluation reveals that the sample was received and the driver tips appear to have sheared/chipped off. From a design perspective, the drivers were designed to the correct specification. It is uncertain how much torque was used while trying to re-adjust the locking caps. If locking caps need to be loosened for re-adjustment, a driver needs to be used with a torque-limiting handle per the technique guide. A review of the device history record did not show conditions that could have contributed to the reported event. As a results, this complaint is considered indeterminate from a manufacturing perspective.

Event description:
It was reported that during bilateral rod and screw construct procedure, the surgeon attempted to adjust one side, during the process the screws were stripped. The surgeon opted to cut the rod on one side and remove two screws manually, two locking caps, and the rod. The construct on this side was not replaced. All four t-handle screwdrivers were stripped. This is 7 of 7 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Original awareness date is 05/24/2012.